Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a disconnection of the patient line from the transfer set was reported and is a known cause of this alarm. However, the cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during drain. During troubleshooting, it was noted that the patient line became disconnected resulting in a leak from the transfer set. Therapy was discontinued and the patient waited until the following day to continue with therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.